Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Investigation summary: it was reported performance pull off suture needle. An opened sample was returned for analysis. During the visual inspection of the opened sample, the needle was detached, due to the suture has begun with the process of degradation and the strand was noted broken in multiples sections. The foil preset excessive manipulation, delamination and multiples pin holes caused by wrinkles. This condition contributed to degradation of the sutures. The product code w9915 contains an absorbable suture and as the samples were received open, the time of exposure of sutures to the environment could not be determined and functional test cannot be performed due to sample condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of performance pull off suture needle, was caused by suture degradation exposure to environment.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture detached from the needle during use. Another device was used to complete the procedure. There were no adverse patient consequences reported.